Event description:
Through review of medical article " valve-in-valve procedures for degenerated surgical and transcatheter aortic valve bioprostheses using a latest generation self-expanding intra-annular transcatheter heart valve" , the following event was identified as pertaining to an edwards device: 1 patient between 75 and 80 years old with a perimount valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 5 years and 10 months due to structural valve deterioration leading to stenosis (baseline mean/peak gradient 47/72mmhg; invasive mean gradient 59mmhg) and aortic regurgitation grade I. A 25mm transcatheter valve was successfully implanted within the surgical device. After procedure, the invasive mean gradient was reduced to 15mmhg.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The date of the event is unknown; however, the article provided the following date range on page 1: (from may 2022 until november 2022). Therefore, 1st of may of 2022 is used as the occurrence date. Article citation: schaefer a, demal tj, bhadra od, grundmann d, voigtlander l, waldschmidt l, schirmer j, pecha s, schneeberger y, schofer n, sorensen n, blankenberg s, reichenspurner h, seiffert m and conradi l (2023) valve-in-valve procedures for degenerated surgical and transcatheter aortic valve bioprostheses using a latest-generation self-expanding intra-annular transcatheter heart valve. Front. Cardiovasc. Med. 10:1209184. Doi: 10.3389/fcvm.2023.1209184. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: a device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. The literature article from which this complaint originates contains information used to determine the most likely root cause of the event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Based on the information available, the most likely cause is patient factors, including coronary artery disease (cad). There is no evidence to suggest an edwards manufacturing defect.